Event description:
The product was used during a loparoscopically assisted vaginal hysterectomy procedure. Reportedly, the instrument did not cut. The hospital has reported no patient injury occurred.